Event description:
It was reported that a dexcom g7 sensor lost connection to the ilet bionic pancreas while remaining connected to the dexcom g7 app and a dexcom receiver, leading to inability of the pump to display glucose data and necessitating troubleshooting that included unpairing and re-pairing with the 4-digit sensor code, power cycling and bluetooth toggling on the pump, and turning off and isolating the dexcom receiver to remove competing connections. No reported symptoms. Outcomes included a temporary interruption of automated glucose control on the pump. Investigation included technical support review, device pairing verification, confirmation of matching sensor code, assessment of bluetooth configuration, and attempts to re-establish communication. Investigation of this case revealed concurrent pairing of the sensor to a dexcom receiver that likely interfered with bluetooth connectivity to the pump. It was concluded that the event was due to communication interference from multiple active pairings, and user guidance was provided to disable competing connections and re-pair the sensor to the pump.